Manufacturer narrative:
Concomitant medical products: product ID: d224trk ICD, implanted: (B)(6) 2009. The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing and was felt to have a fracture in the pace/sense portion of the lead. The lead was cut at the trifurcation of the lead and the remainder was capped and replaced. The cut off portion was discarded. It was further reported that the lead was explanted. No patient complications have been reported as a result of this event.